Manufacturer narrative:
Added information to b5, b7, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported a patient with a 25mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, is scheduled for valve-in-valve procedure due to aortic stenosis. Patient presented with shortness of breath.

Manufacturer narrative:
Added information to h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including smoking.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, is being evaluated for valve-in-valve procedure due to aortic stenosis.

Event description:
It was reported a patient with a 25mm 3300tfx aortic valve implanted seven (7) years, nine (9) months, was evaluated for valve-in-valve procedure due to aortic stenosis. Patient presented with shortness of breath. It was learned tavr was successfully performed with a 23mm 9755rsl transcatheter valve.